Event description:
Reporter alleged blood glucose measured 499 mg/dl back to back with a result of 110 mg/dl when performed within 2-3 minutes of each other. Reporter indicated no actions were reportedly taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.